Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous coronary artery. A 2.25 x 24mm synergy xd stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and upon inspection outside the patient, flaring of the mounted stent was noted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.